Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's battery life was only about two to three days long. Customer also reported receiving a motor error alarm on the insulin pump during bolus. Blood glucose level was 450 mg/dl at the time of the call. Customer stated that the low blood glucose level was being treated with manual injections. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.